Event description:
It was reported that the customer had low blood glucose of 40 mg/dl and the paramedics had to respond. The customer tried treating the low blood glucose with food but had food poisoning at the same time and was vomiting anything that was consumed. The customer's blood glucose had gone up to 60 mg/dl by the time the paramedics arrived. The paramedics stayed until the customer's blood glucose went up to 90 mg/dl. The customer stated that the low blood glucose was caused by administering too much insulin. The customer stated that the insulin pump was not the cause and that it was user error that caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.